Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a central processing unit (cpu) was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The received computer booted normally to application screen. "Unresponsiveness" was not observed during testing. Computer passed all tests.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess) the navigation system had lost tracking and became unresponsive. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.